Event description:
A report was received that a pt's ipd eroded all the way through the skin. The pt sought treatment from a physician who bandaged the area and gave the pt antibiotics. The pt's ipg was hanging outside of his body, so the physician cut the leads and removed the ipg. Skin erosion was visible, but the physician could not determine the cause. The pt had the leads and extensions removed on another day. The pt is reportedly doing well after the explant procedure.